Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they had been trying to charge for probably a little over 3 hours, but implanted neurostimulator was only at 80%. Patient said they were on excellent charging quality the whole time. Agent walked patient through resetting wireless recharging and patient was able to connect and start charging with excellent quality again, implant 80%. Patient checked charging speed and said it was on speed 4. Agent reviewed to monitor charging after troubleshooting on the call.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that that charging is taking too long. Charging is taking longer than it should. Charging diary shows 2 hours at excellent connection to go from 30 to 100%. Frequent constant issue per patient. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep mentioned they will work to obtain logs and send today, cause of charging issue is not known, impedances were fine. Rep also mentioned doctor would like us to figure it out and doesn't know why this is happening. Not resolved. Rep mentioned doctor is considering surgical intervention.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that they sent repair for wireless recharger. Patient called back and repeated previously documented information. Patient stated the issue had persisted since their last call; yesterday when they charged the implantable neurostimulator (ins) again, it took over two hours to get the ins up to 50%. Agent asked, patient confirmed when they use the recharger application they can see everything appears to be charging normally, but 'bounces' back and forth with excellent and good connectivity. Patient said they hadn't been having issues charging before this; agent advised they follow-up with their hcp and/or manufacturer reps to check the ins function if the issue continues after replacing the wireless recharger. Patient asked if it was normal for the handset battery to require frequent recharging as well.